Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a routine device check. It was noted that the atrial and ventricular lead exhibited noise reversion episodes. The atrial noise was replicated with isometric testing but not the ventricular noise. The atrial sensitivity was reprogrammed and the atrial noise was no longer sensed during isometric testing. The patient reported no symptoms and have now been enrolled on remote monitoring